Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was not returned for evaluation, but a provided photo showed the covered stent which is loaded in the system but shifted forward which indicates partial deployment of the covered stent. In this case, it was reported that a 7f introducer was used with a 0.035" guidewire for access and the lesion was pre dilated. The investigation is confirmed for partial deployment. Based on available information and the evaluation of the provided photos, the investigation is closed with confirmed results for the reported issues. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the IFU supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. With regards to accessories, the instruction for use states, use 0.035 inch (0.89 mm) guidewire of appropriate length to allow safe delivery of the covered stent and removal of the delivery system. Introducer sheath with appropriate inner diameter and length. Regarding correct deployment the instruction for use states '(¿) maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension.' Regarding preparation the IFU states: 'predilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated.' The IFU state: if unusual resistance is met during covered stent system introduction, the system should be removed and another covered stent system should be used. G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2026, a patient underwent a stent placement procedure using covera vascular covered stent. During the procedure, the stent failed to deploy properly and became lodged in the guidewire, preventing removal. Furthermore, the patient developed paroxysmal coughing with a drop in oxygen saturation. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using covera vascular covered stent. During the procedure, the stent failed to deploy properly and became lodged in the guidewire, preventing removal. Furthermore, the patient developed paroxysmal coughing with a drop in oxygen saturation. The current status of the patient is unknown.